Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked case at the display window corners, cracked reservoir tube, cracked case, cracked display window and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that this morning her keypad froze. Customer stated that she just woke up and her pump was in its normal place when she sleeps. Customer's blood glucose was 283 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.